Event description:
On (B)(6) 2010, pt reported the up and down buttons on the infusion device were not functioning properly. This was first noticed in (B)(6), 2010, with the down button. The up button then started to work intermittently, and stopped working entirely a month ago. Pt has used this infusion device since (B)(6) 2007 and boluses approximately 5 time per day. The up and down buttons do not pop up when pressed. Pt switched to backup infusion device. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.